Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The pins were recessed in the power brick connector. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damage connector.

Event description:
A (B)(6), male, pt's uncle, contacted zoll customer support to report a problem with the power brick connector on the pt's battery charger. The battery charger would power off when the connector was touched. The pt was provided with a replacement battery charger.